Event description:
This event was reported to hamilton medical ag as the cuff pressure tube connector, which is located at the bottom of the intellicuff handheld housing, has been broken off. This causes a leak in the circuit, preventing the pressure from rising. There is no patient involvement reported. A low cuff pressure could lead to inadequate ventilation what makes this event reportable.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Initial report.

Manufacturer narrative:
Investigation outcome: hospital staff identified a broken connection port on the cuff pressure tube when attempting to use the intellicuff device and requested repair. No patient involvement or clinical impact was reported. As correction, the intellicuff unit was replaced, which resolved the issue and restored normal functionality. No further issues have been reported, and the complaint is considered closed based on available information.